Event description:
It was reported that the pump exhibited a ripped and bubbled downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of ripped and bubbled downstream occlusion (dso) seal. There was no applicable service history. Review of event logs found no relevant information. Visual and functional testing was performed. Complaint was confirmed with visual inspection. Replaced dso seal. Device passed all testing criteria post repair.